Event description:
The filter was placed. After ten days placement, it was decided to reposition the filter. During this attempt, the filter migrated and went to the heart. The filter was subsequently retrieved and the pt sustained no adverse effect from this event.